Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: r/l lower quadrant pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and endometriosis ablation ('surgery (other) type of surgery: endometriosis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scar and endometriosis. Concomitant products included ibuprofen and paracetamol (tylenol). In january 2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)") and underwent endometriosis ablation (seriousness criterion medically significant). In march 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and fatigue ("fatigue"). In august 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and scar ("scar tissue"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)) and hysteroscopy. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the genital haemorrhage, endometriosis ablation, cystitis, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, weight increased and scar outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, genital haemorrhage, menorrhagia, scar, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight as of 15-08-2019: 160 lbs. Approximate weight at the time of essure placement 135 lbs. Were you advised of any complications from your essure removal procedure? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in april 2007: total bilateral occlusion. Nothing getting through the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received outcome of events " pain, abnormal bleeding, infection-uti" were updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: r/l lower quadrant pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('surgery (other) type of surgery: endometriosis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scar and endometriosis. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and scar ("scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)) and hysteroscopy. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, genital haemorrhage, endometriosis, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, weight increased and scar outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, scar, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Were you advised of any complications from your essure removal procedure? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type, dysmenorrhea (cramping), surgery (other) type of surgery: endometriosis, dyspareunia (painful sexual intercourse), pain: r/l lower quadrant pain, fatigue, weight gain, scar tissue. Historical drugs and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.